Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. The following findings were noted during device evaluation: adhesive on the bending section cover was detached and due to damage on the switch box, switch #2 did not work. The distal end, control unit, connecting tube, and universal cord all had scratches. Due to clogging of the nozzle, the water removal ability did not meet the standard value and due to damage on ultrasonic probe, the displayed ultrasound image was defective with missing elements. Due to wear of the angle wire, the bending angle in all the up/down/left/right (u/d, r/l) directions did not meet the standard value. Due to wear of the angle wire, the play of u/d + r/l knob were out of the standard value. Due to damage on the cover of the ultrasonic cable, the insulation resistance between evis and us connector did not reach the standard. Bending section cover adhesive had deteriorated, knob wire/forceps elevator wire had foreign material, adhesive around the light guide lens had wear, control unit had discoloration due to water leakage, ultrasonic and electrical connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the acoustic lens had a scratch that reached the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the objective lens was confirmed. The cause of the damaged objective lens was attributed to physical stress such as dropping the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.